Event description:
Caller reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the caller to perform a system check and no issues were identified. The customer replaced the pump supplies and resumed insulin.